Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to suspected early end of life.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that prior to the procedure the patient was nyha class ii chf and euvolemic and post procedure patient was stable.